Event description:
The customer reported that the pump was found off with a read error screen. No alarm was heard and the unspecified medication was not infusion. Systolic blood pressure increased to 109. Medications were restarted and blood pressure normalized. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.